Event description:
Pt has history of CABG: bypass graft 15 years ago. Now with "severe re-stenosis of stent." Had ptca to open stent. Physician felt resistance when using balloon. Removed balloon, started using cutter balloon. Cutter balloon ruptured and became entrapped in vessel. Cardiothoracic surgeon consulted and pt was taken to surgery to have fragments of device removed. Thoracic surgeon able to retrieve balloon guidewire but noted, per surgeon's report, "hardware left in pt," pt was removed from heart lung machine, began to deteriorate, went into v-tach and expired while in surgery. This incident was reported to a rep of company that was on site.